Event description:
A nurse reported a pt who presented with endophthalmitis following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the outcome of event is unknown and there was no unplanned surgical intervention required. Vitreous cultures were taken and were positive.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 09/23/2009.